Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that per medical records (B)(6) 2004: patient presented with low back pain. Pre op diagnosis: degenerative disc disease. Discogenic pain. Operation: anterior lumbar interbody fusion, l4-5, 5-1. Application of bone dowels x2 to l4-5, l5-sl. Allograft in the form of bone morphogenic protein. Per op notes: after verification of level, the anterior longitudinal ligament and annulus was incised and a discectomy performed back to the posterior longitudinal ligament. This was repeated at the 4-5 level. Both sounded to 20 mms height then under ap and lateral fluoroscopy, midline was determined. Under lateral fluoroscopy, beginning at the 5-1 level a 20 mm distractor was inserted and disc space reamed and tapped at 32 mms of depth. Threads checked and felt to be adequate. This was done on both the left and right side and two 20 mm bone dowels were packed with bmp and put into place. Moving to the 4-5 level, again the distractor was inserted, disc space reamed and tapped to 29 mms of depth, threads checked and felt to be adequate and two 20 mm bone dowels were packed with bone morphogenic protein and put into place. Irrigation was performed. Ap and lateral films showed good position of the bone dowels. Operation: the completion of an ap fusion, posterior portion of the fusion, posterior facet fusion l4-5, s1 with bone morphogenic protein. Per op notes: after verification of levels, the pedicles were sounded bilaterally at 4, 5, and 1, tapped and 40 x 6.5 mm screws were placed bilaterally at l4-5 and 35 mm screws at s1. Plain lateral x-rays showed good position of the screw in the pedicle and the facet joints were denuded of the cartilage and bone morphogenic protein laid into placed. Prior to this, copious irrigation was performed and an x-ray was done that showed good position of the screw in the pedicle in the lateral view. Then two 5.5 rods were cut and contoured in appropriate amount of lordosis, put into place, tightened and torqued to the appropriate foot pounds of pressure. Break off screws were broken off. Single 308 cross lengths put into place, tightened and torqued to the appropriate foot pounds of pressure. Operation: anterior retroperitoneal exposure for anterior lumbar fusion at the l4-5 and l5-s1. Bone dowel of regeneration tech was used. (B)(6) 2006: patient underwent x-ray of the neck. Impression: normal. (B)(6) 2012: patient presented with the history of knee injury. Patient underwent x-ray of the left knee. Impression: small suprapatellar joint effusion with no evidence of fracture. (B)(6) 2013: patient underwent CT of the brain without contrast. Impression: normal. (B)(6) 2013: patient underwent x-ray of the abdomen and pelvis w/o contrast. Small bowel obstruction. Free fluid in the pelvis. Patient has a midline abdominal wall hernia just above the umbilicus which may represent site of obstruction. Frontal view of the chest shows no evidence of active cardiopulmonary disease. In the abdomen, the bowel gas pattern is abnormal, with mild increased gas content and multiple small bowel loops in the upper abdomen, which contain abnormal fluid levels on an upright view. There is little colon gas. No free air noted. These findings are suspicious for a small bowel mechanical obstructive process. (B)(6) 2013: patient underwent x-ray of the abdomen. Impression: normal bowel gas pattern. Ng tube nicely positioned. (B)(6) 2013: patient underwent x-ray of the abdomen acute series. Impression: the lungs are clear, unremarkable bowel gas pattern. (B)(6) 2013: patient underwent CT scan of the lumbar spine without contrast. Impression: at l2-3 there is diffuse disc bulge. At l3-4 there is minimal disc bulge. There are pedicles screws from l4 to s1 with metal spacers at the disc space level. There are laminectomy defects at l4 and l5.